Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the past 3 or 4 days, they had been having trouble charging their implanted neurostimulator. Patient said their recharger kept getting disconnected while charging the implant, and the connection would go from good, to disconnected, back to good, then to excellent, and then disconnect again; the connectivity would go in and out, without them even moving. Patient stated they tried using the recharger on the outside of their t-shirt and against their bare skin, but that didn't seem to make a difference. Yesterday, patient was not moving or doing anything while trying to recharge their implant again, when all of a sudden, the charger started to beep and made a weird beeping sounds (two beeps - one short beep following by a second longer beep in rising tones and would repeat this sound). Patient took the charger off because of the noise it was making and noticed the light on the charger was flashing orange instead of green and showed a red line with a 'sunburst symbol' saying to contact their clinician for assistance with service code 9727. Patient stated they messaged their medtronic reps in the area about it, and they redirected the patient to pats. Agent walked patient through resetting the wireless recharger and attempting to charge their implant again. They were able to eventually get a good connection, but then the connection dropped almost immediately (again, without the patient moving), and the connectivity issue was persisting. Patient confirmed they used the recharging belt, and they strap it tightly to prevent movement of the recharger. The issue was not resolved. A request was sent to the repair department to replace the wireless recharger. Patient may call back for assistance with pairing of replacement with their other equipment. Patient mentioned they used a wheelchair. Patient(pt) called back and stated that they did received the replacement wireless recharger and they were told to call once they received it. Patient was seeing orange light on the recharger. Agent had the patient pair it to the handset and after pairing they were routed to recovery mode when trying to charge. Patient was so frustrated during the call and stated that they will just reach out to their local rep for help in person. Upon further review, patient confirmed no recent falls or trauma. Patient called back stating they received their replacement recharger, but they are still having issues connecting to recharge their implant. Patient stated when they called on friday, they were in an emotional state due to family deaths, and felt the previous agent was unable to assist so they ended call. Patient stated they tried to recharge as normal, and even on bare skin, but the beeping will persist from the wireless recharger, and it will connect for only a second then cuts back off. Patient stated their recharger is fully charged, their handset is at 97% and the communicator was fully charged. Patient mentioned yesterday when they tried to recharge, they saw an error that stated to contact clinician: error 4101. Agent walked patient through reset of handset and wireless recharger. Patient attempted to connect and reported charging my battery with just dashes at first, then 3-4-7. Patient then reported charging good then excellent connection, but reported battery in red and therapy off. Agent reviewed charging best practices and stated for patient to continue recharging and contact healthcare provider if issues persisted. The steps on the call resolved the issue. Patient called back stating since they received the replacement recharger unit, it seemed to be working fine, but last night then got service code 336 when trying to check implanted battery percentage in mystim application. Agent reviewed implant is too low which is why message appeared. Patient stated they are going to contact their manufacturing rep because they are having to charge implant frequently, as it yesterday it took 1.5 hours to get to 100% at 10:00 am yesterday, and by the end of the day it was at 0%. Patient stated it took one hour to get to 50% from 0% this morning. Agent redirected patient to healthcare provider for charge frequency questions.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from the patient stating that as per manufacturer representative (rep) they are cycling the programs to determine if they can get a longer charge on the battery is still being determined.